Event description:
Revision surgery - due to the patient's anatomy, the patient dislocated. The surgeon removed the head and replaced it with long head and sleeve options.

Manufacturer narrative:
Kept by hospital.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 21 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital kept the device; it was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause of the dislocation was reportedly due to the patients anatomy. There is no information reported that showed a material, design, or manufacturing problem with the product.